Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The customer stated that he got 2 times power error detected the customer was assisted with troubleshoot and customer the customer stated he had error before and had to do prime/rewind every time. It was reported that the power error detected had recurred within a week of troubleshoot for previous occurrence. The customer was advised to revert to the back-up plan. The customer was advise to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The customer was unable to finish troubleshoot. The insulin pump will not be returned for analysis.